Manufacturer narrative:
H.6. Investigation: one (1) sample was received from the customer for investigation attached to a bd syringe. The returned sample was visually examined to determine if the sample was clogged by checking for the presence of light passing through the sample. The returned sample was found to not be clogged as light was able to pass through the sample. A device history record (DHR) review was not able to be performed as the lot number was not known. H3 other text : see h.10.

Event description:
It was reported that the bd precisionglide¿ needle had difficulty withdrawing insulin from the vial during use, taking in air "and only a little bit of insulin". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the customer stated that when she tried to withdraw insulin from the insulin vial it would only withdraw air and only a little bit of insulin. This was the second time that the customer had used this needle and syringe."

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle had difficulty withdrawing insulin from the vial during use, taking in air "and only a little bit of insulin". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the customer stated that when she tried to withdraw insulin from the insulin vial it would only withdraw air and only a little bit of insulin. This was the second time that the customer had used this needle and syringe."